Event description:
Patient revised for periprosthetic fracture, after a fall, five years post op. Osteolysis was noted at revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.